Event description:
New information received notes that during follow-up, the device exhibited noise on the atrial channel. The device was reprogrammed and remains implanted.

Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the atrial lead into the header of the device and variable impedance readings were observed. After a few attempts, good thresholds and sensing were observed, so the physician finished the procedure. The device remains implanted. There were no reported adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).